Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-sep-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to login to medbank myqlink (mql). A technical support specialist (tss) logged into mql and identified that the user's account was not active under the database security page. The tss advised that changes could not be made due to lack of authorization and recommended that the customer to contact a manager or an individual with administrative access to have the account activated or a new account be created. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medbank tower unable to login to medbank myqlink (mql) despite providing the correct email address. However, there were no delays or adverse events or injuries reported based on this event.